Manufacturer narrative:
The investigation has been completed and the wake button issue was confirmed. However, the high bg issue was unable to be confirmed; there was no failure identified. In addition, a different issue was also found. (B)(4).

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer reported a blood glucose (bg) level of 270(mg/dl) due to an irregular eating schedule. Customer administered a bolus to treat their bg level. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.